Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 indicated that the rv lead threshold appeared high at 5v at 2ms during the last follow-up on (B)(6) 2018. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).